Manufacturer narrative:
The microcatheter and coil implant were received for evaluation. The delivery pusher was not returned. No damage was found on the microcatheter. The implant was noted to be stuck inside the microcatheter and was damaged/stretched. The marker band and proximal glue bond section were bent and out of specification, which created an oversized effective diameter and would cause increased friction during advancement or retraction. The detachment of the implant is consistent with the implant becoming stuck and then experiencing retraction forces that exceeded the strength of the monofilament.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of a right renal artery, the embolization coil did not advance, and then detached in the catheter as it was being withdrawn. The coil was removed together with the catheter. There was no reported patient injury, or additional intervention.